Manufacturer narrative:
Device is a combination product.

Event description:
Reportable based on device analysis completed on 13dec2018. It was reported that crossing difficulties were reported. Vascular access was obtained via femoral artery. The 90% stenosed, 22mm x 3.50mm, concentric, de novo target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery. After a non-bsc guide wire crossed the lesion and pre-dilatation was performed with a non-bsc balloon catheter, a 3.50x24mm promus element stent was advanced. However, resistance was encountered and the device failed to cross the lesion. The device was removed and the procedure was completed with a 3x20mm promus element stent. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage. Device evaluated by manufacturer: a promus element, mr, ous 3.50 x 24 mm stent delivery system was returned for analysis. A visual examination of the stent found damage to distal stent row 2 with stent struts lifted and bent back in a distal direction. The undamaged crimped stent outer diameter was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.